Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via 5f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, one proglide suture was successfully preplaced in each access site. A second proglide at each site had no suture come during step 3, plunger removal. Another proglide suture was preplaced successfully in the rcfa and lcfa. The sheath was upsized to a 16f sheath in each access site, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.subsequent to filing the final report, the device was returned for analysis. Therefore, the following changes have been made: d9: device available for evaluation - updated from no to yes. H3: device returned to mfg, device evaluated by mfg, evaluation summary attached - updated from no to yes. H6: type of investigation code - 4115 removed; 4116 and 10 added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9/h3 - device available for evaluation updated from yes to no.